Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving three dashes. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with oral medication, diet and exercise. The product issue began on the morning of eleven days prior to contact lifescan. In three days, the patient reportedly managed her diabetes by taking more food/drink. The patient went for a doctor's office visit where she was tested at "380 mg/dl." The patient's healthcare provider treated the patient with 25 units of nph insulin. Reportedly, the patient did not have any symptoms. This three dashes issue was not resolved with training. This complaint is being reported because the patient claimed she received medical intervention that is suggestive for hyperglycemia after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.